Manufacturer narrative:
The following devices were also listed in this report: tri ts baseplate size 4; cat#5521-b-400; lot#frd, triathlon total knee system offset adapter 6mm; cat#5570-s-060; lot#m3w40am, tri press-fit stem 16mm x 100mm; cat#5565-s-016; lot#m6s43j, triathlon total knee system offset adapter 4mm; cat#5570-s-040; lot#m6m13a, triathlon femoral distal augment 5mm - size 4 left; cat#5540-a-401; lot#dzjr, tri press-fit stem 15mm x 100mm; cat#5565-s-015; lot#m4c20e, triathlon femoral distal augment 5mm - size 4 left; cat#5540-a-401; lot#duxj, tri ts femur sz4 left; cat#5512-f-401; lot#edil. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Based on the medical review in pi 2038833, it was reported that at 1-year post second revision, on (B)(6) 2014, patient complained about severe left knee pain, vas 10/10 scale, with limping of the knee requiring a cane for walking support. On (B)(6) 2016 knee pain was still reported as persistent but no knee rom or flexion was documented in the records. Patient was last seen on (B)(6) 2018, with still persistent knee symptoms although no details about pain level or knee rom were documented in the (otherwise plentiful) records. An MRI of the left knee was made on (B)(6) 2018, but did not show any device pathology as far as evident from the pictures with obvious device deformation despite use of mars MRI (metal artefact removal software MRI).